Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger. (B)(4). Analysis of the extensions found no significant anomalies, the extension bodies were cut through.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported the manufacturing representative spoke to the (B)(6) that worked with the patient and had revised the extension and they had not heard any complaints from the patient and he had already been seen by the surgeon and was on his regular programming schedule.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced a ¿pulling¿ or a ¿tugging¿ sensation with the extension at the extension location. Impedance testing and x-rays were done. A replacement was required as a result and the extensions were removed and replaced on the date of this report. The patient was alive with no injury. This was device related and the device had been used within the patient for treatment. There was no patient death or injury. Since replacement the patient had not been in for a follow-up appointment.